Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 opened pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There were (B)(4) units in stock that have been requested for analysis of the complaint. Received one open and used sample with the needle detached from the thread. Tested the needle attachment of all samples received from stock and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south africa. It is reported that the needle detached from the thread.